Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. Alarm occurred during normal use. No further assistance needed.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.